Event description:
A malfunction alarm was reported, identified as malf 5, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer switched to multiple daily injections as backup therapy.